Event description:
Patient called to report adverse events involving her filshie clamps she had placed in 2015. Patient stated that after having the clamps implanted, she began experiencing severe abdominal pain and pain during her period. Patient said she even passed out due to pain. Patient stated after 2 years of dealing with the pain and being told everything was fine, she tried reaching out to her doctor, but he refused to see her. Patient said she finally found a doctor who was two hours away, that was willing to help her. Patient said after two weeks of antibiotics and no improvement, the new doctor performed and exploratory laparoscopic procedure on (B)(6) 2019 through her belly button and found that filshie clamp had migrated. Patient said one was found in the anterior cul de sac hanging from adhesion. And the other now was found sitting on top of her bladder. Patient stated her doctor said the clamps were faulty and bent and had popped off her tubes. Patient said the clamps were moving around inside her and cutting her up and causing adhesions. Patient said she had many hospital visits for severe abdominal pain and suffered for over 4 years because of these faulty filshie clips.